Event description:
It was reported that an 840 ventilator was unable to communicate with the hospital interface system. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported condition. To address the failure, the se replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs. The unit passed all testing and operates within the manufacturing specifications.